Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the ranges of 227-349mg/dl, and the customer wanted to make sure that the pump was functioning. Elevated bgs were treated, via correction bolus with the pump. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bgs with the customer. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs. Recommendation was also made for the customer to change out the insertion site, however the customer declined.